Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device pass the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. The device emitted the expected tone when activated. The handle of the device was opened to verify connections; there was contamination on the switch body and the lever of the micro switch that is consistent with soldering flux when observed under magnification. The solder joints on the micro switch terminals were intact and no nonconformities were observed. Based upon the evaluation results, the reported complaint could not be confirmed for an electrical malfunction. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the hemopro device was plugged into the power supply, it self-activated and would not shut off. The device was disconnected. A replacement device was used to complete the procedure. The hospital did not report any pt effects.